Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the device was deployed without issues. No resistance was noted lifting and lowering the lever. During removal of the device, resistance was noted and the physician felt that the device didn¿t feeling right. It was noted that the footplate was closed. The device was ultimately removed, and an arterial tear occurred. An 8f sheath was placed at the arterial bleed and manual compression was applied to achieve hemostasis. Access was obtained on the left side access and the tavr procedure was completed. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported resistance could not be replicated in a testing environment as it was based on operational circumstances. The reported irregular texture was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to difficult to remove vessel, include, but not limited to, device interaction with patient anatomy, or tissue or suture caught in foot. The difficulty to remove might have led to the device not feeling right. The patient effect and treatment appear to be related to the circumstances of the procedure. The patient effects of dissection and hemorrhage are listed in the prostyle instructions for use (IFU), as potential adverse event associated with use of vessel closure devices. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.